Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) due to power issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the unit fails to power up, logs and system-level diagnostic tests could not be accessed, preventing further assessment. The root cause of the failure is attributed to a defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electro surgical unit (iesu) generator failed to power on. The user attempted to resolve the issue by trying different power outlets and using a third-party power cord, but the unit still did not power on. The user aborted to another dv system to continue with the procedure. No known impact or patient consequence was reported.